Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the groove portion of the cartridge that slides onto the pump was bent and would not fit onto the pump. There was no impact to the customer's blood glucose level. The customer reverted to manual injections as that was their last cartridge until they receive more supplies.